Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing damage events on (B)(6) 2025. The infusion set tube was twisted. The blood glucose level was over 300 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.